Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no medical documents were received for investigation. Therefore no medical assessment can be performed. A review of the manufacturing records for the listed batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed on an acetabulum. Further information is unknown yet.